Manufacturer narrative:
Upon receipt, the subcutaneous implantable cardioverter defibrillator (s-ICD) had no telemetry and no wake up pulse. Visually inspection noted an arc mark on the case which indicates shock shorted to the case. This caused internal damage and caused device not to have telemetry. There was no header damage or cracks detected, nor holes in seal plug. Analysis did identify device characteristics that would have caused or contributed to the unable to be interrogated.

Event description:
It was reported that a patient consent form for device analysis was received for this subcutaneous implantable cardioverter defibrillator (s-ICD). However, boston scientific did not receive any malfunction allegations against this device. Further information was received indicating this device was explanted and replaced as the patient was lost to follow up and it was no longer able to be interrogated. This s-ICD was returned for analysis and no adverse patient effects were reported.

Manufacturer narrative:
Additional information has been requested to the sales representative. If further information is provided, a supplemental report will be issued. If the product is returned, analysis would be performed, and this report would be updated at that time.

Event description:
It was reported that a patient consent form for device analysis was received for this subcutaneous implantable cardioverter defibrillator (s-ICD). However, boston scientific did not receive any malfunction allegations against this device. However, further information was received indicating this device was explanted and replaced as the patient was lost to follow up and it was no longer able to be interrogated. This s-ICD is expected to be returned for analysis and no adverse patient effects were reported.

Manufacturer narrative:
Additional information has been requested to the sales representative. If further information is provided, a supplemental report will be issued.

Event description:
It was reported that a patient consent form for device analysis was received for this subcutaneous implantable cardioverter defibrillator (s-ICD). However, boston scientific has not received any malfunction allegations against this device. Investigation is in progress. This s-ICD is expected to be returned for analysis and no adverse patient effects were reported.